Event description:
Caller reported that a malfunction occurred on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts decided to replace the pump and informed the caller that a replacement with updated software would be sent. Instructions for backup therapy, putting the pump into storage mode, and returning the problematic pump within ten days were provided, and the customer acknowledged these steps.